Event description:
It was reported that the explanting facility does not return explanted devices. Therefore, the explanted products will not be received by the manufacturer. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was found on the patient's vns. The patient underwent a full revision. The explanted devices have not been received by the manufacturer to date. No additional or relevant information has been received to date.